Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported "ruptured" against unknown side device. Device has been explanted.

Event description:
Health professional reported "ruptured" against right side device. Device has been explanted. Healthcare professional reported capsular contracture baker grade unknown and "poland syndrome".

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, d1, d2, d4, d6(a), g1, g4, h6.